Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The evaluation of the device by the service department of olympus (B)(4) (oaz) confirmed the following; the reported phenomenon was reproduced. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the ccd unit or the cable unit due to excessive stress. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.